Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) india alleging the onetouch ultra meter is giving inaccurate high reading of 122 mg/dl compared to 79 mg/dl obtained on a lab test. Based on the alleged high reading, the patient increased his insulin dosage by 2 units and took 14 units. The patient claimed he immediately started to get unspecified hypoglycemic symptoms. He was able to administer self treatment with two mangoes. His blood glucose became normal and did not require any further treatment. During troubleshooting, the customer care advocate noted that the patient used a venous blood glucose sample to test on the onetouch ultra meter which was against the instruction for use (IFU). This complaint is being reported because the patient allegedly had hypoglycemic symptoms after he took insulin based on an alleged inaccurate high result obtained on the lfs meter.

Manufacturer narrative:
Follow-up # 1 (10/02/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(6) 2012 and (B)(6) 2012 with the following finding: the meter passed testing with no faults found. The meter was found to function properly. The test strips involved with this complaint were evaluated and found to have failed for control solution high. Retains passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.